Event description:
Removal of 2 endosseous dental implants. Implants were placed on 6-26-97 in sites #4 and #13 (class ii bone) during a complex procedure in which an osteotome sinus lift was performed using autogenous bone from the maxillary tuberosity. The clinician reports that the reason for implant failure is due to a technique failure or a break in sterility to cause such a rapid infection. Prior to the procedure, the pt had an ears nose and throat physician's clearance for the procedure despite previous sinus disease. At the time of implant failure, the pt experienced bleeding and swelling. The implants were removed on 7-16-97. The removal of the other implant is covered under MFR. #1222315-1997-00289.

Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected rate for this procedure as published in the scientific literature.